Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test and displacement test or verify battery out limit alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump had act and esc button was not working. The customer's blood glucose level was 330 mg/dl at the time of incident. The customer was treated with manual injections. Customer stated that the alarmed battery out limit that did not be cleared. There was no indication of troubleshooting for the battery out limit and the keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.